Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg test system results for 1 patient sample on a cobas 8000 core unit. The initial hcg result was 10000 miu/ml with flag. The sample was repeated the next day and the result was 20.0 miu/ml with flag. It is not known if any results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
Calibration was last performed on 08-jul-2022 with acceptable results. The customer's qc results were acceptable, though only one control level was run on the date of the initial sample measurement. The investigation did not identify a product problem. The root cause of the event could not be determined.